Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
During functional testing by a sales rep, the device was intermittently unable to pace. There was no patient involvement in the reported malfunction.